Manufacturer narrative:
Additional information was received on the event on (B)(6)2019.the physician chose to shut of the impedance cut-off, no impedance cut-off value was selected. The physician was immediately informed to stop ablating at which time they did stop, physician came off the pedal and the ablation stopped. The generator was used in power control mode at 50 watts, cut offs were not programmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s reference number: pc-000604741.

Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent idiopathic ventricular tachycardia ablation procedure navistar® rmt thermocool® electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase, during the second radio frequency application for the right ventricular premature ventricular contraction (pvc) ablation, a pericardial effusion was noted. This was proceeded by an impedance spike on the generator, and a jump of the navistar® rmt thermocool® electrophysiology catheter icon toward the pulmonary valve. The physician was immediately informed to stop ablating at which time they did stop. The live, stand-by impedance remained high for several minutes. The patient went into sinus tachycardia and a decrease in blood pressure was noted. A transthoracic echo was performed and revealed a large pericardial effusion. A pericardiocentesis was performed, removing 240 cc of fluid. The patient stabilized and eventually fully recovered. There is no information about the hospitalization. In the opinion of the physician, the event is related to patient¿s condition and procedure. A transseptal puncture was performed. The only evidence of steam pop was the impedance rise and effusion. The physician was not manually manipulating catheter since he used stereotaxis. Flow setting were default for rmt thermocool. Force was observed on stereotaxis not carto. Visitag parameters were: respiratory gating, range 3mm/3 seconds, 2mm tags. Color options of force time integral. There were no error messages observed on biosense webster equipment during the procedure. Since there was impedance spike and catheter jump preceding the effusion, a strong argument can be made that a steam pop occurred. The high impedence issue was assessed as not reportable. No cut off issue was reported. Therefore, the potential that it could cause or contribute to a death, serious injury, or other significant adverse event, was remote. The steam pop was assessed as not reportable. The steam pop was not considered to be a device malfunction. The steam pop was an expected physiological phenomenon. Since this patient event of the cardiac tamponade may be life threatening; might result in permanent impairment of a body function or permanent damage to a body structure; or required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure it is MDR reportable.